Event description:
It was reported to boston scientific corporation, that a sensor guidewire was used during an unknown procedure. During positioning of the guidewire in ureter, resistance was felt. As the physician pulled out the guidewire due to the resistance, it was found that precoated ptfe was peeled and the core wire was exposed. No parts of the guidewire remained inside the patient. The procedure was completed with a different device. There were no patient complications and the patient condition was reported as "good".

Manufacturer narrative:
A visual analysis of the returned device revealed the core wire was detached from distal tip protruding from severely unraveled coils. The core wire is not fractured. The coating is abraded and scratched at 22 cm from the detached core wire.